Manufacturer narrative:
The system controller was returned to the MFR for eval and the reported "beeping" was confirmed during analysis. During functional testing, movement of the black power lead at the connector end resulted in low battery, power cable disconnect alarms and interruption in pump support while connected to the power module. Upon further eval, the black power lead was found to have a compromised brown wire (battery fuel gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the circulatory support specialist that the pt experienced "random beeping" from his system controller, and it seemed to be related to the position of the pt. The system controller was exchanged and the issue was resolved. The pt remains ongoing.